Manufacturer narrative:
A sample and photo was returned to bdj for evaluation. The photo and sample confirmed the complaint of an unsealed package on the red tape. A review of the device history record revealed that there was a packaging qn for incomplete seals. Confirmed complaint. Based upon returned samples and DHR review.

Event description:
It was reported that the urine collection kit, bd vacutainer® 4 ml plastic packaging wasn't sealed. There was red tape winded up on the center of the package and it was not sealed on the tape. There was no injury or medical intervention reported.